Event description:
It was reported that the battery longevity decreased to 15 percent remaining for this subcutaneous implantable cardioverter defibrillator (s-ICD) within a couple of months time. Device data was sent to engineering for review as premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted for possible premature battery depletion. Currently the s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the battery longevity decreased to 15 percent remaining for this subcutaneous implantable cardioverter defibrillator (s-ICD) within a couple of months time. Device data was sent to engineering for review as premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted for possible premature battery depletion. Currently the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the s-ICD was explanted and successfully replaced. It was noted that the device would likely not be returned. The field representative noted it was likely either destroyed by the hospital or given to the patient. No additional adverse patient effects were reported.